Event description:
It was reported that nurses were having trouble removing unknown number of spiked intravia container bags from the tubing (non-baxter product). It is unknown when the reported condition was occurred. The customer explained that several of the nurses had begun using scalpels and other "sharp stuff" to remove the bags from the lines. As a result, few of the nurses suffered cuts from using the sharp objects. The customer stated that other than a few cuts from the "sharp objects," no serious injuries or medical intervention were associated with the reported issues. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.